Event description:
The patient underwent generator and lead replacement surgery on (B)(6) 2014.

Manufacturer narrative:
Date of event; corrected data: the previously submitted MDR inadvertently provided an incorrect event date. Date of this report; corrected data: the previously submitted MDR inadvertently provided an incorrect report date. Describe event or problem; correct data: the previously submitted MDR inadvertently provided an incorrect date of surgery. Surgery occurred on (B)(6) 2014. Explant date; corrected data: the previously submitted MDR inadvertently provided an incorrect explant date. Date received by manufacturer; corrected data: the previously submitted MDR inadvertently provided an incorrect aware date. The aware date should have been reported as 08/12/2014.

Event description:
It was reported that the vns patient¿s device showed high impedance. The patient underwent generator and lead replacement surgery on (B)(6) 2014. The explanted devices have not been returned to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Date of event; corrected data: the previously submitted MDR inadvertently provided an incorrect event date. The event date from the initial MDR was correct. This report is being submitted to correct this information. Date of this report; corrected data: the previously submitted MDR inadvertently provided an incorrect report date. The report date from the initial MDR was correct. This report is being submitted to correct this information. Describe event or problem; correct data: the previously submitted MDR inadvertently provided an incorrect date of surgery. Surgery occurred on (B)(6) 2014. Explant date; corrected data: the previously submitted MDR inadvertently provided an incorrect explant date. The device was explanted on (B)(6) 2014. Date received by manufacturer; corrected data: the previously submitted MDR inadvertently provided an incorrect aware date. The aware date from the initial MDR was correctly reported as 08/13/2014.

Event description:
The patient underwent generator and lead replacement surgery on (B)(6) 2014.